Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from consumers and a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump. The pump's indications for use (ifus) were listed as intractable spasticity and cerebral palsy. The baclofen lot number was unknown to the consumer. The consumer reported that the previous pump was replaced due to longevity on (B)(6) 2016 and everything was fine. On (B)(6) 2016, the patient started having hallucinations, high fever, shaking, was "very very spastic," had altered mental status, and would not sleep for over 24 hours despite administration of valium and oral baclofen; the patient was very agitated. On (B)(6) 2016, the patient was taken to the ER (emergency room) due to the patient's behavior. The ER could not determine anything and did not know much about the pump so the ER hcp consulted with the patient's managing hcp. The managing hcp said to prescribe ceflax for the patient because of the high fever (this medication was taken for 10 days). On (B)(6) 2016, the patient saw her managing hcp who measured the baclofen and said everything was okay; another consumer stated that during this appointment, the managing hcp prescribed oral baclofen to be used as needed. The other consumer reiterated that the patient couldn't sleep, was sweating and more spastic, and he was worried about the patient. On (B)(6) 2016, the patient started the whole episode again. The patient didn't sleep on the night of (B)(6) 2016, even though twice the valium dose was administered; her mental state was also altered. The patient was very floppy and they could hardly lift her. The consumer stated that the patient could usually bear weight on her legs but was unable to do so at that time. The patient's managing hcp was called and the managing hcp asked told them to bring the patient in. The patient was taken to the managing hcp on (B)(6) 2016 for evaluation. The managing hcp "measured the medicine," said everything was okay, and sent the patient home. The consumer stated that the patient started again on the night of (B)(6) 2016 and was given "1 baclofen." The consumer stated that when they went online, the symptoms the patient had pointed to "complication." The other consumer stated that the patient was shaking, drove herself to one room, that was all she did, and hadn't slept since (B)(6) 2016. This consumer also reported that during the appointment with the managing hcp on (B)(6) 2016, the hcp looked for a small hole in the pump, drew liquid out of it, and told them that everything was fine and then checked with the clinician programmer this consumer stated that the patient shouldn't be going through this and stated that he felt that the pump wasn't working right; he stated that the patient had had pumps in the past that worked right. The consumer stated that according to the printout from (B)(6) 2016, the pump was delivering unknown baclofen (2000 mcg/ml at 499.4 mcg/day) and this was the drug information after the pump was updated. The patient had not had any falls or trauma and hadn't had any pump refill since surgery. The catheter was not replaced when the previous pump was replaced. The consumer thought that the catheter may be kinked or may be leaking; he stated that the hcp wasn't checking the catheter. Additional information was received from the managing hcp on (B)(6) 2016. The hcp indicated that the pump was delivering gablofen at the time of the event and that other diagnostic testings performed in relation to the symptoms were unknown. The information provided by the hcp indicated that a baclofen pump catheter access procedure was performed on (B)(6) 2016. A pump intrathecal dye study with fluoroscopic guidance was completed due to questionable catheter failure for periods of increased spasticity and mental status changes. An x-ray was obtained prior to the procedure. It was noted that the indications were cerebral palsy and spastic quadriplegia. The pump site was clear, dry and intact (cdi) without signs of cerebrospinal fluid (csf) leak or infection. The patient had "1+" reflexes, no clonus in bilateral extremities (bles), and negative adductor sign. The patient's body mass index (bmi) wasn't assessed because the patient couldn't stand. The pump interrogation revealed that the pump had a medication volume of 30 ml and was delivering medication at a rate of 500 ug/day, the alarm date was (B)(6) 2016 and the elective replacement indicator was 79 months. The access port was easily obtained and 4 cc of csf was removed. 5 cc of omnipaque dye 300 was administered and the hcp was able to trace the catheter through c7 and observe flow of myelogram dye under fluoroscopy. The catheter appeared to be functioning without signs of disruption. A priming bolus was performed after the dye study. It was noted that there was hardware discontinuity in the l pelvic area status post (s/p) scoliosis surgery. It was noted that the patient continued to display cognitive changes with no indication of intrathecal baclofen (itb) failure or compromise. A neurological consult and work up for encephalopathy were recommended. In the meantime, the hcp was going to begin titrating the itb dose down to totally eliminate that as a potential cause, although this was doubtful given the history and timing of multiple sclerosis (ms) changes. There were no signs of baclofen pump withdrawal or pump malfunction. The pump logs were read. The patient's prescriptions include colace 100 mg oral capsules (1 capsule orally twice a day, as needed for constipation), rozerem 20 mg oral tablets (1 tablet orally at bedtime, as needed for insomnia), and baclofen 20 mg oral tablets thrice a day. The patient's documented medications included amitiza (unknown dose orally every day), baclofen pump, and miralax laxative (17 gm orally every day, as needed). It was noted on a pump refill document dated (B)(6) 2011 that the patient was wheelchair-bound. If additional information is provided, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that ever since the patient's pump was replaced on (B)(6) 2016 the patient had an episode every 45 days. The healthcare provider was reducing the dose and then turning it back up. Since (B)(6) 2016 the patient has not slept. Per the reporter they went in for refill on tuesday (B)(6) 2016 and asked to have lioresal placed in the pump since that is what the patient had used since her initial implant. The current dose of lioresal was 2000 mcg/ml at 600.2 mcg/day. The patient has not slept more than 1 hour/day since (B)(6) 2016. The patient was usually very shy and doesn't talk much but now the patient was talking all the time and cursing. The reporter was concerned about the patient's mental status and stated there were no changes in the patient's spasticity and was not having spasms. The reporter requested to know if the drug could cause the issue. The patient had an appointment with a neurologist on (B)(6) 2016.

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information was received from a consumer on 2017-jan-26. In (B)(6) 2016, the patient went to the hospital and the endocrinologist said that the thyroid may be causing the issues and the patient was put on thyroid medication. The patient had a cerebral palsy condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The reason for the report was to request the dates of all the pump and catheter implants and which doctor did them. It was noted that a healthcare professional (hcp) replaced the pump in (B)(6) and the patient had had issues. It was detailed that the patient was having spasticity and a lot of mental awareness as well as hallucinations, lack of sleep, and a lack of appetite. It was noted that the patient did drink though. It was also notedthat the symptoms would appear a week or two after every refill. It was stated that the hcp sometimes would increase and sometimes would decrease the medications and that the patient had been going back and forth to the hcp since (B)(6) 2016. It was indicated that an hcp said the catheter may need to be replaced. A dye test was done sometime in (B)(6) and did not show any blockage or anything. It was noted that they recommended another test but didn¿t specify with or without contrast so they needed to get a new prescription. It was indicated that the current medication in the pump was lioresal [2000.0 mcg/ml] at a dose of 574.3 mcg/day and that it was previously (unknown date) lioresal [2000.0 mcg/ml] at a dose of 449.7 mcg/day. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2016-nov-02 from a healthcare provider (hcp). It was reported that episodes of not sleeping and talking all the time were not pump related. On 2016-nov-14, more information was received from propharma. The patient used to be on a dose of 400 mcg/day of lioresal. The hcp reported on 2016-nov-07 that the testing for the cause of delirium or altered mental status (ams) was unremarkable. The cause of ams and delirium were undetermined. Neurological testing found no cause for these changes.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicated the reaction onset date was (B)(6) 2016. The patient had an involved or prolonged in patient hospitalization. The pump had inconsistent delivery of medication and had thyroid issue for at least five years (relative to (B)(6) 2017). The patient had an unspecified thyroid issue and cerebral palsy spasticity, which was treated with intrathecal lioresal since 2012. After the pump replacement in (B)(6) 2016 (due to longevity), the patient experienced withdrawal symptoms (not sleeping, jerking, talking to herself and being depressed). Neurological testing found no cause for these changes. The patient¿s father attributed these symptoms to the decreased pump dose after the pump replacement. Her medication was increased; she was stabilized, and discharged. The patient's father reported that when she came home, her upper parts were tight, her speech had changed, and she had not been sleeping at all. Her symptoms continued after being prescribed an unspecified thyroid medication. She was losing weight, could not sleep, was talking to herself, her eyes were always to the left, and sometimes her legs were jerking. Oral baclofen was increased which made her ¿worse¿ like a zombie. The cause of the symptoms had not been determined and the symptoms had not resolved. On 02/15/2017, additional information was received by a physician who confirmed the date and indication for the reported spinal fusion was ¿childhood¿. The patient had a spinal fusion after the pump was put in (childhood indication). On 01/19/2017, additional information was received from the patient¿s father. On an unspecified date, (reported as after the pump was put in), the patient underwent a spinal fusion. The patient¿s father was unable to confirm the date for this procedure and was unsure if it played a role in her symptoms. Also, on an unspecified date in (B)(6) 2016, the patient received the diagnosis of an unspecified thyroid disorder. The admitting diagnosis was baclofen withdrawal. On (B)(6) 2017, the patient¿s pump was revised for suspected pump failure or inconsistent delivery of medication. On an unknown date in 2016, the patient¿s medication was changed from ¿compounded baclofen made in england¿ to ¿the brand name pump medication¿. After the pump replacement (due to longevity) on (B)(6) 2016, the patient¿s father reported her issues started and they had been going to the hospital monthly for these same issues. After pump replacement on (B)(6) 2017, the patient went home and was ¿okay¿. In (B)(6) 2017, the patient¿s pump was replaced and withdrawal symptoms improved; however the other symptoms were ongoing. The cause of the symptoms had not been determined.

Event description:
Additional information was received from a consumer and manufacturer representative regarding a patient who was receiving compounded baclofen at an unknown concentration and dose. The patient also received 2000 mcg/day lioresal at a dose of 500 mcg/day. The pump was replaced on (B)(6) 2017. It was stated that the pump required excessive adjustments to the dose. The issue was resolved at the time of the report and the patient status was alive with no injury. The representative asked the neurosurgeon why they were changing the pump, and they stated ¿because the rehab doctors want us to.¿ it was stated that the patient was going every month to the hospital for the same issues reported. The issues did not start until the pump was changed due to longevity ((B)(6) 2016). The healthcare provider (hcp) finally decided to change the pump on (B)(6) 2017. The patient went home and was okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709 serial(B)(4) implanted: (B)(6)2005 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the parent of the patient believed there was a catheter problem. It was reported that the patient had withdrawal symptoms. It was reported that both of the patient's pump had given the patient problems. It was reported that the withdrawal symptoms are off and on and that the patient would sweat profusely and sometimes can¿t sleep for up to three days. A dye study was done as well as a magnetic resonance imaging (MRI) scan and everything was functioning as it should. The patient and the patient's parent believed the catheter was not "good." It was reported the event started on (B)(6)2016. It was reported that regarding the drug dose and concentration the patient's parent reported "about 600." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.